Event description:
Implant card was received reporting that the patient was re-implanted with a new vns system.

Manufacturer narrative:
B5. Describe event; corrected information; MDR report #3 inadvertently omitted information known prior to submission. F10. Adverse event problem: health effect - impact code; corrected information; MDR report #3 inadvertently omitted information known prior to submission.

Event description:
Clinic notes were received reporting that the patient had their vns explanted.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81 - device evaluation is not necessary because the return and evaluation would add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had developed an infection. The patient had recently been re-implanted. Additional information was received from the physician that the infection was at the patient's chest site. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Device history records were received and reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution and were hp sterilized. No other relevant information has been received to date.

Event description:
Response was received from the surgeon that the vns was fully explanted no other relevant information has been received to date.